Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The caller reported that the patient¿s device worked for about 24 hours after implant and it hasn't worked since. The patient stated that the patient had tried all of the available programming on her device and nothing has helped. The caller stated that the device might not even be the problem because the medication she was taking prior to implant didn't work either. The caller stated that the healthcare provider (hcp) was putting in a catheter and hopefully that will help with her symptom control. The caller wanted to know if the device should stay on or off while using the catheter; patient services redirected to the healthcare provider (hcp). Patient services reviewed that since they have tried all available programs, the next step for the device would possibly be reprogramming. The caller was not sure if the patient would continue with the device or not. The caller redirected to follow up with the hcp for the following reason: possible reprogramming. The caller confirmed that the manufacturer representative (rep) \ was made aware of this issue "about a week after implant" in person. The caller stated that they had called her several time about this issue since. The caller noted that the patient had an appointment today. No further complications were anticipated/reported.